Manufacturer narrative:
Device was used for treatment, not diagnosis. Expiration date: reported as: 11/2023. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is against user facilitymedwacth# (B)(4), a copy is attached. The only information contained in this report is correction or additional information. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trochanteric fixation nail system (tfn) surgery for a right hip fracture; the distal locking screw on the screwdriver tightened up, and the head snapped off. There were no threads. The surgeon used a back-up part and the surgery was successfully completed. There were no reports of patient harm or of any surgical delay. This report is 1 of 1 for complaint (B)(4).